Event description:
A cartridge change error was reported with the pump. Customer's blood glucose did not exceed 500 mg/dl; it reached 474 mg/dl. Customer took corrective action by administering a correction injection manually and received guidance from technical support to inspect and clean various parts of the pump, but was initially unable to load the cartridge. Further troubleshooting assistance was provided by customer support, successfully guiding the customer to load the cartridge onto the pump. Additionally, customer support arranged for two orders of two-pack cartridge replacements to be sent to the customer.